Event description:
Patient reported to have undergone total hip arthroplasty on (B)(6) 2007. Subsequently, patient alleges pain at the incision site, difficulty walking and instability of the hip. No revision procedure is alleged. Patient reported surgeon found no reason for patient's alleged symptoms.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ under warnings states, ¿improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components.¿ this report is based on allegations set forth in patient¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Patient reported to have undergone total hip arthroplasty on (B)(6) 2007. Subsequently, patient alleges pain at the incision site, difficulty walking and instability of the hip. No revision procedure is alleged. Patient reported surgeon found no reason for patient's alleged symptoms. Additional information received from patient alleges he can feel his hip slip out. No revision procedure has taken place.